Manufacturer narrative:
H6: investigation summary no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified, and the root cause could not be determined. A device history record could not be evaluated as the lot number is unknown.

Event description:
It was reported that the 21g x 1.5" bd eclipse¿ needle was labelled as 25g x 1". This occurred with 15 needles. The following information was provided by the initial reporter: "15 bxs correct - 15 bxs had correct label but the product inside was 21g x 1.5" needles instead of 25g x 1". Products were miss-labeled.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the 21g x 1.5" bd eclipse¿ needle was labelled as 25g x 1". This occurred with 15 needles. The following information was provided by the initial reporter: "15 bxs correct - 15 bxs had correct label but the product inside was 21g x 1.5" needles instead of 25g x 1". Products were miss-labeled.